Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation of an electrode belt for an unrelated reason, a reportable malfunction was found.